Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the nozzle of a duodenovideoscope exhibited peeling of the adhesive and switch one had foreign material present. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 (medical device problem code is being corrected to 1454 - peeling/delaminated and remove component code 4712 - switch/relay). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was presumed that the nozzle glue had peeled off due to physical stress from hitting/dropping distal end, and/or by chemical stress from chemical solutions. However, a definitive cause could not be determined. Olympus will continue to monitor field performance for this device.